Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagus ligation procedure performed on (B)(6), 2021. During the procedure, the first band was attempted to be placed; however, the band did not release out to deploy on a varicose vein. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted only the ligator head was returned while the handle assembly was not returned for analysis. It was observed that the ligator head was returned with four bands attached and they were moved out of their original positions. Additionally, the two remaining parts of broken bands returned overlapped with the attached bands. Microscope examination was performed, and it was found that the ligator head teeth were bent. No other problems with the device were noted. The reported event was confirmed. Based on the evaluation of the returned ligator head, these problems are likely due to user manipulation, some technique applied during procedure and/or an extra tension applied to the device that caused bending/damaging to the teeth. Once the teeth are damaged/bent the suture could move from its original position and the process of deployment could be affected. The broken bands may have been related to the deployment failure and the possible extra tension applied to the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagus ligation procedure performed on (B)(6) 2021. During the procedure, the first band was attempted to be placed; however, the band did not release out to deploy on a varicose vein. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.